Manufacturer narrative:
Evaluation found various cable problems and bad electrical contact. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a propex apex locator was giving incorrect measurements; the event outcome is unknown as of this MDR evaluation, however there is no indication that injury resulted. Additional information has been requested, but is not yet available.